Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. Additionally, the reported low flow alarms could not be confirmed through the submitted log files. A specific cause for the alarms could not be conclusively determined through this evaluation. The submitted system controller event log file captured events on 14aug2023 and 15aug2023. No notable events or alarms were observed. The pump appeared to have operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This section also explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures", warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6, ¿patient care and management" (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 7, ¿alarms and troubleshooting¿, outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5, "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that medical team did not decide to pursue low flow limit adjustment. They were able to medically manage the low flows.

Event description:
It was reported that patient was admitted with complain of intermittent symptoms of headache, dizziness, chest pain, palpitations, and dyspnea. The patient was having symptomatic low flow alarms on (B)(6) 2023. Echocardiogram (echo) showed left ventricular internal end diastolic diameter (lvidd) 5.7 cm, moderate-severely reduced right ventricle (rv) function, closed atrioventricular (av), mild aortic insufficiency (ai), trace (mitral regurgitation) mr, and trace tricuspid regurgitation (tr). Medical team was working to get an ICD interrogation. There was a plan to do speed optimization study. Mean arterial pressure (map) was 88. The controller was swapped out during a modular cable exchange. The controller was fine, but the modular cable was damaged. The patient was assessed, and no further interventions were necessary, but the patient continued to have low flow alarms. The team assessed the patient and deemed to be a candidate for low flow alarm threshold adjustment. The patient was planned to come to clinic and have their low flow threshold adjusted to 2.0lpm. Related modular cable is reported under MFR# 2916596-2023-06322.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.